Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged when the sheath was removed - this occurred four times. Then when the lead was in the target position, there was high threshold. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.